Manufacturer narrative:
Dtba1q1 ICD implanted: (B)(6) 2016; 429888 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing was observed on the atrial channel. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the far field r-wave (ffrw) over-sensing occurred during atrial flutter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.